Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a4: information not provided. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is thailand. Blocks h3 & h6: the visions pv .018 catheter was discarded and not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018 catheter was used in a diagnostic peripheral procedure in a moderately calcified proximal sfa. During removal from the patient, the distal tip separated from the transducer and got stuck inside the non-philips introducer sheath. The procedure was completed with another catheter. No patient injury reported. This product problem is being submitted because the visions distal tip separated. There is a potential for harm if the malfunction were to recur.